Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported stent dislodgement could not be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the first obtuse marginal artery. A 2.25x18mm xience sierra was advanced to the lesion without resistance noted but became dislodged. Another unspecified stent was used to crush/embed the dislodged stent against the vessel wall. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.